Manufacturer narrative:
The customer was sent a replacement device and the original device was returned to the stryker product assessment center (pac) for evaluation. The pac technician verified the reported issue. The cause of the reported issue was a faulty reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device doesn't turn on when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.